Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/28/2023. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that twenty-three packets of product code jv1088 were received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported an animal, female dog, underwent an ovario-hysterectomy on (B)(6) 2023 and suture was used. Suture of this lot, while pricking in a tissue, the needle detached from the thread. Use of another device from a different lot to complete the procedure without any incidence.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Note: events reported on: mw# 2210968-2023-05418. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.